Event description:
A customer contacted beckman coulter inc. (Bci) in regards to cartridge-side sample probe wash collar that leaked wash solution. The customer was not exposed to chemicals or biohazardous material.

Manufacturer narrative:
Field service engineer (fse) discovered the sample tube gel clogged the wash collar for the sample probe. Fse cleaned the wash collar and replaced the t-valve and probe.